Manufacturer narrative:
Investigation summary: in response to the event reported. A device history review was conducted for lot number 1051555. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, visual analysis was performed on retention samples for this lot, the retained devices were found to be free of any damage or other abnormalities. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue.

Event description:
It was reported when using the bd intima-ii y 24gax0.75in prn/prn slm npvc, the device experienced foreign matter within the fluid path. The following information was provided by the initial reporter. The customer stated: on (B)(6) 2021, the nurse prepared for the treatment of the patient. It was checked that the external package of the indwelling needle was intact and the expiry date had not expired. After removing the indwelling needle, a white foreign body was found attached to the needle in the plastic sleeve of the indwelling needle head.